Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced a high blood glucose reading of 500 mg/dl. The customer called to report the insulin pump's broken belt clip. Advised replacement of the belt clip. Nothing further reported.